Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6); product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) leads had high impedances. The patient underwent a scs system replacement and was doing well postoperatively. The explanted device components will not be returned.